Manufacturer narrative:
Perforation is an inherent risk to transseptal procedures.

Event description:
A transseptal procedure was done in a pulmonary atresia pt to create a puncture in the atrial septum of the heart to enable balloon angioplasty of the atretic valve. Rf energy was delivered through the nykanen rf wire to create the transseptal puncture and then the nykanen rf wire was swapped with a guide wire to facilitate balloon angioplasty. After the swapping of the guide wire, the pt's vital signs dropped. It was speculated that there may be pericardial effusion. Pericardial effusion was confirmed by echocardiography. Pericardial centesis was done using one pericardial centesis kit. CPR and blood transfusion was administered. Surgical backup was requested, however, the pt was pronounced dead before the backup was ready. The physicians speculated that nykanen rf wire may have perforated the main pulmonary artery by proceeding through the center of the snare after creating a puncture through the atretic valve; but this may not have been detected on the fluoroscopic image.